Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 9/14/2016 with the following results: no defect was found. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred. The transmitter performs within specification. Testing was unable to duplicate call service 215 complaint. The returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged acgm (dex 090) issue. Multiple call service alarms 215 were emitted when the transmitter was in use. There was no indication of an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user fo miss their blood glucose (bg) trending and fail to react to any potential bg excursions.